Manufacturer narrative:
The revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the device was not returned for evaluation and images of the explanted device and pre-revision radiographs were not provided.

Manufacturer narrative:
Additional manufacturer narrative- b5 additional information, h6. There is no additional information available.

Event description:
Revision operative report -postoperative diagnosis: right total knee with polyethylene failure. Patient presented with pain and swelling. Confirmed effusion. No lytic process. Negative for infection. Removal of polyethylene with evidence of discoloration and pitting. Patient was transferred to the recovery room in stable condition, no complication throughout the case. There is no additional information available.

Event description:
It was reported by the legal department that, the polyethylene components within the patient knee prostheses prematurely degraded over time causing an inflammatory response resulting in osteolysis. The patient will undergo a revision surgery due to severe pain, swelling, and instability in the knee and leg. This device was part of the recall.

Manufacturer narrative:
Concomitant medical products: 200-02-35, 4271375 - three peg patella 35mm. 02-010-03-0340, 4741529 - logic cr femoral cem, right, sz 4. 02-012-45-4040, 4834475 - lgc tibial fit tray cem sz 4f / 4t.